Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1(first name, middle name, last name, telephone number, email address should remain blank, and establishment name changed to olympus), e2, e3 and g2(the user facility checkbox should be left blank). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction 'foreign material at light/guide-lens glue' could not be determined. There was no deviation from instructions for use (IFU) in the reprocessing steps and no physical damage at the location with the foreign material, and for the malfunction 'foreign material inside the light/guide-lens,' the probable causes include physical stress from hitting or dropping the distal end, chemical stress from chemical solutions used, or similar factors. Subsequently, humidity invaded the light/guide-lens and caused corrosion. The event is detectable and preventable by handling device in accordance with the following instructions for use (IFU). Instructions for use (IFU) states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. Instructions for use (IFU) states the preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Instructions for use (IFU) states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: grip has discoloration; switch box has a scratch; air/water cylinder has no color; suction cylinder has no color; plug unit has a scratch; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; adhesive around light guide lens has foreign objects; connecting tube has a dent; connecting tube has a buckling; due to annual inspection, parts must be replaced; adhesive around light guide lens has discoloration; adhesive around objective lens has wear; inside of light guide lens has foreign objects; and universal cord has a scratch. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenvideoscope distal end cover had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. Evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.